Manufacturer narrative:
The customer reported that the outage occurred between 1:52:30pm and 1:53:01pm. A spacelabs healthcare technical support engineer remotely connected to the customer's xtr system and collected logs to be reviewed as part of this investigation. A spacelabs product support specialist (pss) reviewed the logs and found that all four identified channels are hosted by the same receiver. The logs also showed evidence that the host receiver experienced network disconnects beginning at 1:50:19pm. The pss restored multicast traffic to resolve the reported problem. At this time, the exact cause of the network disconnects could not be determined. Should any additional information become available, a supplemental report will be submitted in accordance with cfr 803.56.

Event description:
Spacelabs healthcare was notified that four telemetry beds connected to the xhibit telemetry receiver (xtr) system lost connection and are showing offline. There is no patient harm reported with this event.